Event description:
The user facility reported via vigilance report to ansm that they had leaks with their endogator hybrid tubing set. No report of injury or procedure delay.

Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the returned device, a root cause could not be determined. The device history record of the lot subject of the reported event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. The endogator hybrid irrigation tubing instructions for use states, "warnings and precautions: always prime the air/water channel and the auxiliary water channel prior to inserting the gi endoscope into patient. If water leaks from the channels, take care to properly position the irrigation tubing in the irrigation pump head, as described in instruction #3 below." The IFU further states, "3. Open the pump head. Place the printed section of the irrigation tubing, where the text "place in pump head." Is printed, in the pump head and close. (Note: ensure that the text "place in pump head." Is centered, aligned and carefully pulled taut before closing the pump head.)" Medivators will continue to monitor for similar events to ensure the product performs as expected. No additional issues have been reported. UDI data clarification - this sku is not sold in the united states, so it is not in gudid.